Event description:
Hi sir/ madam. I am reaching out to you in hope of positive step on complaint regarding my diabetes continuous glucose monitor. This freestyle libre product is comprehensively unreliable, and the customer care is worst of the worst. I bought those products in us, the us team helped me initial setup my device. Now the complaint¿s part. 1.during my india travel the sensor came off. 2. Bought a new sensor in apollo pharmacy, did it not connect with the app even after multiple tries on multiple days. 3. Reached out to us customer service as mentioned in the app, the first person dropped my call stating no response. The second person called my complaint as ¿profanity¿. The product I got from (B)(6) is attached in the picture. Sincerely, pavan. Reference report mw5164367. Refer to additional documents in i2k.